Event description:
Per the audiologist, the patient experienced a decrease in performance and became a non user. The results of an integrity test (date not reported) indicated multiple electrode anomalies. The patient was explanted in 2008 and due to ossification, the patient will not be reimplanted with a new device.